Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 2/17/2015 with the following results: black box shows no power on reset events. The battery compartment is cracked on the side from threads down to the case seal, no evidence of moisture ingress is observed in the battery canister, the pump failed a leak test due a battery compartment leak. The battery cap is undamaged and able to maintain electrical connection, but it is unable to fit securely and it keeps spinning. No power interruption occurred during the investigation. The pump¿s cover was removed, no intermittent condition or moisture ingress was found to the power pcb. Unrelated to the complaint, the display contrast is dim and pinkish.